Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial #(B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that a patient had her implantable neurostimulator revised on (B)(6) 2012 due to the device protruding. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the cause of the event was determined to be not related to the device. The battery was falling out of place which was affecting stimulation. An x-ray revealed the battery had shifted in position. As a result there was a gradual loss of therapeutic effect. The battery was moved from the left flank to the right buttock and the patient recovered without permanent impairment and had greater than 50% therapy relief.

Event description:
The patient indicated that the implant was implanted sideways in 2012. On (B)(6) 2012 it was revised and moved to her waist. The patient said it was supposed to have been moved to her buttocks (refer to report # 3004209178-2014-20008). Refer to manufacturer's report # 3004209178-2014-20008 for the patient¿s next revision in 2014 related to the implant being moved to the buttocks.

Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s device was revised due to the device being ¿sideways and protruding¿ it was made flush. Note: this event was updated to comply with current coding conventions.